Event description:
Per parent of the pt: I put the needle in the pen and applied the medication to it. When I tried to remove the needle, I saw that it was stuck. It got tanned in the pen and didn't come out at all. I pushed a lot and then when it finally came out I saw that the pen was damaged. No further info. Unknown if device on hand for return.